Event description:
A malfunction with code "malf 12" was reported, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. Technical support assisted the customer by providing instructions on how to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears. The customer understood and acknowledged the guidance provided.